Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice cassettes had particulate matter (pm) in the patient lines of their cassettes. The pm was further described as "a brown drop¿ of what they believe to be povidone-iodine. This was observed during an unknown process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection with the naked eye was performed and a particulate matter (gel) inside the patient line was observed. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to pin build up of a plastic material that was broken off during extrusion process and embedded inside the tubing wall. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.